Manufacturer narrative:
The cartridge was not returned and reserved sample was tested and evaluated by product analysis on 11/19/2013 with the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they changed the site last night and this morning realized the insulin was coming out at the luer lock. The patient stated that they disconnected at the site, removed cartridge from pump and pushed on plunger and can see insulin shooting out of the side of the plastic luer lock as if there is a crack. The crack is not visible. The patient confirmed the tubing and cartridge are properly threaded and are finger tight. The patient stated that their blood glucose (bg) was 500mg/dl with nausea this morning. The patient treated with a syringe. This report is being made due to the hyperglycemic event the patient experienced due to an alleged cartridge leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.